Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not crossing over on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was showing an interface problem on all devices. A technical support specialist (tss) noted that the customer had provided a patient sample and reported being unable to pull out medication at the time. The tss checked the remote smart service, and all devices were shown as online. The user reconfirmed the error and mentioned that patients were not crossing over on all devices. The tss dialed into the station and confirmed that no interface problem icon was displayed, except for a hardware failure icon. The tss then dialed into another station and found no icons indicating patient crossover issues or interface problems. The tss accessed the server via securelink. Upon checking health sight viewer, no critical notices or errors related to patient crossover or interface issues were found. The patient encounter system was checked using the patient identification provided by the user, and the data was populating correctly in the system. The tss called the customer back and informed them that no errors were showing on the server the customer confirmed that the issue was resolved, and patients were current on all stations. The system functioned as intended after the technical support specialist verified the device.